Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that after deployment of a vena cava filter, all the filter limbs did not expand. No attempt was made to retrieve the filter. There was no reported patient injury.